Event description:
I purchased a 5-pack of reach dental floss that is obviously defective as it separates during use and leaves residual cotton fibers stuck between teeth and gums. This relates to lot # 08020d. I believe the defective product can result in both inflammation and infection when used. I have reached out to the manufacturing and reported the defective product; they have acknowledged my complaint by mailing a number of coupons that would allow me to buy more of their defective products with a (B)(6) discount. FDA safety report ID # (B)(4).